Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 19 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving two different patients. This is the first of three reports. Refer to 2026095-2020-00103 for the second report. Refer to 2026095-2020-00104 for the third report. Fill volume: 240 ml, flow rate: 5 ml/hr, procedure: chemo infusion, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that the infusion completed 19 hours early. Patient and nurses were oriented on proper use of the pump. No patient injury reported. Pharmacist disposed of pump. The product was used in accordance with instructions. The pharmacist and nurse stated the user or facility conditions did not contribute to the reported incident. The facility has been using the c series pumps "about a year now and the patients are very familiar with how to use the pump properly." The pharmacist and nurse also stated the drug was not a contributor or potential contributor to this incident. Drug/diluent was 5fu [fluorouracil].